Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the intuitive surgical, inc. (Isi) clinical sales representative (csr) and obtained the following additional information: the isi csr informed that the force bipolar instrument tip was inspected to be in proper condition before the surgery. The grip was not in strong grip mode. The jaw alignment was not damaged due to collision with other instruments. The operating team was able to take the instrument out intra-operatively as the jaws were opening and not stuck. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. The broken piece was still attached to the instrument by the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the jaw alignment of the force bipolar instrument got damaged. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.